Manufacturer narrative:
The device was returned to regional repair center for inspection. A definitive root cause could not be identified. Based on the results of the investigation, no cause could be established that led to the malfunctions. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited foreign material in the air/water cylinder and in the air/water tube. There was no patient involvement.